Event description:
It was reported by the rep that during a lap choley procedure, the device misfired. The procedure was completed with another device. There was no patient consequence. One device will be returned.

Manufacturer narrative:
Date sent 5/29/2007. Dried body fluids and misaligned jaws. Eval summary: the er320 device was returned with excess of dried body fluids otherwise in good visual condition, the instrument was cycled and a non-clearing misfire issue was found during analysis. After removing the dried body fluids the instrument fed and formed 7 clips properly and 2 class iii scissor clips due to misaligned jaws. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. Our manufacturing batch history reviewed identified that a non-clearing misfire issue was detected during the manufacturing of this batch. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria was met before this batch was released for distribution. The batch record was reviewed and no anomalies were noted during the manufacturing process.